Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: article title "safety and effectiveness of concomitant mitral transcatheter edge-to-edge repair and left atrial appendage closure."

Event description:
The article, "safety and effectiveness of concomitant mitral transcatheter edge-to-edge repair and left atrial appendage closure", was reviewed. The article presented a retrospective, single center study aimed at reporting safety and mid-term outcomes of concomitant mitral transcatheter edge-to-edge repair (m-teer) and left atrial appendage closure (laac) procedures, comparing them to those of patients undergoing isolated m-teer throughout the same period. Devices included in the study were amplatzer amulet, watchman flx, and mitraclip. The article concluded that patients with concomitant mitral regurgitation and atrial fibrillation and eligible for m-teer and laac treatment, a combined approach of m-teer and laac was as safe as an m-teer-alone strategy and associated with lower minor bleeding at 1 year. [The primary and corresponding author was marco barbanti, division of cardiology, a.o.u. Policlinico ¿g. Rodolico san marco¿, 95123 catania, italy, with corresponding email: mbarbanti83@gmail.com]. The time frame of the study was from january 2018 to december 2022. A total of 99 patients were included in the study. Of the patients who underwent laac procedure, only one received an amplatzer amulet. Of the patients who underwent m-teer, 97.9% received a mitraclip device. The average age was 79 years and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, dyslipidemia, chronic kidney disease, prior stroke, prior transient ischemic attack, prior percutaneous coronary intervention, prior coronary artery bypass graft, coronary artery disease, prior myocardial infarction, degenerative/functional mitral regurgitation.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, dyslipidemia, chronic kidney disease, prior stroke, prior transient ischemic attack, prior percutaneous coronary intervention, prior coronary artery bypass graft, coronary artery disease, prior myocardial infarction, and degenerative/functional mitral regurgitation. Some of the complications reported were thrombus and hematoma; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.